Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: there was evidence of short battery life, battery alarms and pump reboot events observed in black box. The pump was unable to maintain an electrical connection with the returned battery cap because of damaged threads. The slot on top of the battery cap was also damaged. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump's current draws were within specifications. There was evidence of additional moisture contamination inside the pump on the battery canister. Unrelated to the initial allegation, the display screen was dim and discolored.